Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection of the device found it to have a damaged air detector. Review of the event history log found a high pressure alarm displayed, confirming the reported customer complaint. The error was noted to a result o the communication module not sitting tightly. This problem source has been determined to be manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis communication module caused a cadd solis pump to show a "communication module intermittent connection" error. The error occurred in separated occasions for 7 days. The event log was provided and showed that the error message occurred during a patient infusion. There was no patient harm, although the patient had no pain relief for a number of hours until patient was seen the next day.